Event description:
Stryker mandibular distraction device placed on (B)(6) 2015. Device was thought to be working ok and pt discharged. Readmit 2 days later and device activation screw had apparently been slowly reversing on its own, and progress of distraction had been lost. Pt readmitted and taken back to operating room. Caused longer and high acuity care than originally necessary. Stryker, device MFR, has been made aware. Dates of use: (B)(6) 2015 - (b)64) 2015. Reason for use: pierre robin syndrome.